Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box lot #73e1700299. Investigations did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that there was suspected skin allergy on the patient which occurred a week after sewing with the disposable skin stapler. The doctor removed the staples and used suture. The skin allergy disappeared. There was no harm to the patient.

Event description:
It was reported that there was suspected skin allergy on the patient which occurred a week after sewing with the disposable skin stapler. The doctor removed the staples and used suture. The skin allergy disappeared. There was no harm to the patient.

Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned device was a representative sample. The act ual sample was not confirmed. The returned device was visually examined with and without magnification. Visual inspection of the device reveals that the sample appears typical. The staples were removed from device for microscopic inspection and no abnormalities were observed. Reference file (B)(4) for investigation photos. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "re-use of single use only products may result in exposure to viral, bacterial, fungal, or prionic pathogens." "This product is not designed to be cleaned, disinfected, or re-sterilized." A corrective action is not required at this time as there was only a representative sample that was returned and no abnormalities were observed. The reported complaint of "suspected skin allergy" could not be confirmed since the actual sample was not returned. A representative sample was returned in place of the actual sample that resulted in the complaint issue. The returned sample did not show other remarks: evidence of contamination or any foreign material inside the sealed package that could have caused or contributed to a skin allergy by the patient. The staples were microscopically examined and no abnormalities were observed. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. The probable cause of this complaint issue could not be determined based upon the information provided and without the actual sample.